Event description:
It was reported that the patient was experiencing charging burden. The patient underwent implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago prior to the date the manufacturer became aware.